Manufacturer narrative:
H.6. Investigation: bd received 1 shelf pack of samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tray with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tray with the incident lot was observed as all product specifications were met. Additionally, 10 customer samples were evaluated by water fill testing and the indicated failure mode for stopper pull out with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the caps are loose prior to use with 100 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: the cap loose.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the caps are loose prior to use with 100 bd vacutainer® edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: the cap loose.